Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the excimer laser gave error messages during a patient's right eye corneal refractive surgery. The patient was not treated until the problem was resolved. The device was switched on and off and the laser tests were done again. The procedure was continued from where it was left .the operation was completed and the device did not give any other errors. The patient was discharged after closing the corneal flap after excimer treatment and given routine post-operation medication. The excimer laser shot was started and flap was left open until the problem was solved caused the flap bed to dry. The patient has no problem currently. According to the physician's opinion, it would take a certain period of time to understand whether the surgery was successful or not and if the problem might have caused any harm on the patient's eye. The patient will be followed routinely. Upon follow up, patient who had problems during the surgery needs at least two months longer before a complete refraction will be done. It was confirmed that the surgery was completed successfully. No patient complications were noted at last examination. After the device error, the time interval was not clear but the problem repeated.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfile review could confirm the reported error which was related to the scanner. No further deviations can be identified during logfile review. According to the provided information, the related patient was the first patient after the second start up, where the treatment was interrupted but the user did not go on with the treatment. When an interruption occurs during treatment it is the surgeons' responsibility to keep the flap bed moist e.g. With closing the flap. The root cause for the scanner error could not be identified but the safety system of the device functioned correctly and interrupted the treatment. A technical visit to check the scanner of the system is recommended. The manufacturer internal reference number is: (B)(4).